Event description:
It was reported that a large volume infusor 10 ml/hr did not complete infusion within the expected 24 hours. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available. Report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available for evaluation, however, a photograph of the device was available. Visual inspection of the photograph could not confirm the under infusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.